Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and the reservoir does lock in. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners, belt clip slot and battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose on the insulin pump. Customer's blood glucose was around 400 mg/dl. The customer also reported there was physical damage to the insulin pump. Customer stated there were cracks present around the reservoir. The customer stated the cracks were increasing in size with time. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.